Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 012) issue. Potentially reportable as the issue may result in a missing bolus record in the pump history which may impact treatment decisions. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/12/2016 with the following findings: the alarm history shows consecutive cs054/cs052/cs012. No cs012 was duplicated during investigation. Pumps cover was removed no intermittent conditions found on pcb. Cracks in battery compartment, from threads to case seal left of grip pad, and below grip pad to case seal.